Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, starburst, light sensitivity, glare and halos. The iol was exchanged in a secondary procedure. Additional information received states the multifocal iol was exchanged for a monofocal iol along with a posterior capsulorhexis and the patient is happy with the postoperative result. It was also noted that the surgeon that performed the iol exchange was not the implanting surgeon. The iol exchange was performed at the patient's request due to vision limitations which were multifactorial including a hyperopic ametropic result, posterior capsule opacity and multifocality.